Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent recoil occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. After a 6f non-bsc guide catheter was engaged and a 0.014x180cm non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2x10mm and 2.5x10mm non-bsc balloon catheters. A 3.00x38mm promus element ¿ long drug-eluting stent was then deployed in the lesion and was post-dilated with a 3.5x10mm quantum maverick balloon catheter. However, the physician noted continuous recoil of the stent despite continuous post-dilatation. Subsequently, another 3.00x38mm promus element ¿ long drug-eluting stent was deployed inside the previously implanted 3.00x38mm promus element ¿ long drug-eluting stent and was post-dilated with a 3.5x8mm quantum maverick balloon catheter. Timi 3 flow was established and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The device was returned with a non-boston scientific (bsc) stent protector loaded over the stent. A visual examination of the stent found that the proximal end and mid-section of the stent was damaged and stent struts were stretched and pulled in a proximal direction over the inner/outer polymer extrusion towards the bi-component bond. The undamaged crimped stent od (outer diameter) was measured and was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent recoil occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. After a 6f non-bsc guide catheter was engaged and a 0.014x180cm non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2x10mm and 2.5x10mm non-bsc balloon catheters. A 3.00x38mm promus element long drug-eluting stent was then deployed in the lesion and was post-dilated with a 3.5x10mm quantum maverick balloon catheter. However, the physician noted continuous recoil of the stent despite continuous post-dilatation. Subsequently, another 3.00x38mm promus element long drug-eluting stent was deployed inside the previously implanted 3.00x38mm promus element long drug-eluting stent and was post-dilated with a 3.5x8mm quantum maverick balloon catheter. Timi 3 flow was established and the procedure was completed. No patient complications were reported and the patient's status was stable.